Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb assembly and gib pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors and failed to boot to a usable state. No pt serious injury or death was reported related to this event.